Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a filament regulator failure error message. No patient injury was reported.